Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the display, mounting plate and video receiver cable (0012-00-1747). The stm completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while the getinge service territory manager (stm) attempted to complete service on the cs300 intra-aortic balloon pump (iabp) the unit failed the unit appearance portion of the visual inspection checklist of the cs300 service manual. The stm detected large circles of delamination on the lcd portion of the monitor which obstruct the display and cause it to be illegible. Subsequent repairs are subject to customer request and approval pm not completed at this time. Affixed red warning label to device as unit is not released for clinical use. Biomed has been informed. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that while the getinge service territory manager (stm) attempted to complete service on the cs300 intra-aortic balloon pump (iabp) the unit failed the unit appearance portion of the visual inspection checklist of the cs300 service manual. The stm detected large circles of delamination on the lcd portion of the monitor which obstruct the display and cause it to be illegible. Subsequent repairs are subject to customer request and approval pm not completed at this time. Affixed red warning label to device as unit is not released for clinical use. Biomed has been informed. There was no patient involvement and no adverse event was reported.